Event description:
During pulsed field ablation (pfa), st elevated. Right coronary angiography was performed and spasm was confirmed. Nitroglycerin was administered and the procedure was continued. Extended hospitalization was not required. The pfa was performed using medtronic pulseselect¿. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).